Event description:
It was reported that on approximately 06/13/2013, during a shoulder arthroscopy with rotator cuff repair a 3cm piece of "biologic" fell from the cannula into the joint space when the cannula was inserted into the port. The material was flushed and suctioned out, but could not be retrieved from the suction container. The patient underwent extra flushes to remove the piece and was given extra antibiotics. Another device was used to complete the case. There was no bad outcome for the patient. Additional information was requested, but no additional information was received. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The device is a class I exempt device. The device was returned to the manufacturer in good visual condition. Upon evaluation, there was no debris found inside the cannula. The obturator fit smoothly into the cannula sleeve. The device history record was reviewed and no discrepancies were noted. As each device prior to being released is visually inspected multiple times, including several times under magnification, and functionally tested, no conclusion could be made as to what may have caused the reported event.